Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The patient appendage was noted to be shallow, but the transseptal puncture (tsp) was completed and the wds was placed without issue. No recaptures or repositions were needed. A tug test and a contrast injection were performed and the appendage was noted to be fully sealed. The device was released. The physician performed a sweep and noted no effusion. The patient was brought back to the recovery area. Several hours after the procedure the patient got up and was short of breath. An echocardiogram was completed and an effusion was noted. The patient was brought back to the catheter lab and a pericardiocentesis was performed. There were no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The patient appendage was noted to be shallow, but the transseptal puncture (tsp) was completed and the wds was placed without issue. No recaptures or repositions were needed. A tug test and a contrast injection were performed and the appendage was noted to be fully sealed. The device was released. The physician performed a sweep and noted no effusion. The patient was brought back to the recovery area. Several hours after the procedure the patient got up and was short of breath. An echocardiogram was completed and an effusion was noted. The patient was brought back to the catheter lab and a pericardiocentesis was performed. There were no further complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0038172162. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (dyspnea) and cardiac tamponade (additional device and imaging required, hospitalization or prolonged hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (dyspnea) and cardiac tamponade were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.